Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 3 hours after the right ventricular (rv) lead was implanted the patient passes away. It was noted that there was placement difficulty during the implant of the rv lead due to patient's anatomy. The nurse initially requested for the device to be interrogated following a drop in the patient's pressure and the patient's movement of his left arm following device implant. Interrogation of the device revealed all parameters being within normal limits. However, the nurse called a code after observing the patient being diaphoretic, having labored breathing, becoming nauseous and not having a palpable pulse. The nursing staff began compressions and also performed an ultrasound of the patient's heart. This revealed severe tamponade with collapse of the rv being observed. Multiple attempts were made by the cardiologist to remove blood from the pericardial space using a pericardiocentesis kit, however initial attempts using a small caliber needle proved unsuccessful. During this time, the patient's rhythm deteriorated to apparent afib, vt (ventricular tachycardia) and ultimately vf (ventricular fibrillation). Subsequently, use of a larger needle eventually led to the tapping of between 600 and 750cc of venous blood. Multiple rounds of CPR (cardiopulmonary resuscitation) werebeing performed throughout this procedure and after observation of oversensing on the rv channel and delivery of inappropriate defib shocks, the device detections were turned off and the patient was shocked externally and paced transcutaneously in attempts to restore his rhythm. After approximately 30 minutes of attempted resuscitation, the code was ceased and the patient was pronounced dead. Apparent cause of death was tamponade from perforation.